Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer were experiencing low blood glucose. Blood glucose level at the time of the incident was 1.9 mmol/l and 5 mmol/l. Customer was not interested in further troubleshooting. Customer stated auto mode feature was active at the time of incident. Customer stated insulin pump had crack. The insulin pump will be returned for analysis.